Event description:
Customer called on (B)(6) 2012 reporting of a leak at the probe of the coulter act diff 2 analyzer. Customer stated that they have replaced the probe wipe and cleaned the vacuum line but the probe continued to leak. Customer was wearing personal protective equipment consisting of gloves, gown and goggles at the time of the leak and no exposure or injury was reported. Customer indicated that no patient results were affected and no change to patient treatment was associated with the leak. Field service engineer (fse) was dispatched and found a leak at the probe wipe of the instrument. Fse proceeded to flush the probe wipe and the leak was fixed. Repair was then verified as per established procedures. Root cause of the leak in unknown, however, the leak was fixed by bleaching the probe wipe.

Manufacturer narrative:
Results: fse flushed the probe wipe and the leak was fixed. (B)(4).